Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a beep anomaly. The customer's blood glucose level was 6.4 mmol/l. The insulin pump did not pass beep test. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed displacement test. Pump error 63 (variable 3) alarmed during selftest and hardware low level failures was present in the insulin pump trace download due to broken trace at pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to hardware low level failures.